Event description:
The info provided to sjm indicated that (B)(6) old male pt presented to the hospital for valve replacement of a 25mm sjm trifecta valve, which was revealed to be stenoic with a central jet. A mechanical valve (unk model/serial) was used to replace the sjm trifecta valve following explant. The surgeon ruled out user error or valve failure of the sjm trifecta valve. There was reported fibrin present that may have caused the insufficiency.